Manufacturer narrative:
Results: the cat rx was fractured approximately 11.0 cm from the hub. The cat rx has mild kinks along its length. Conclusions: evaluation of the returned cat rx revealed a fracture on the proximal shaft. This damage was likely a result of forcefully retracting the device against a strong resistance. The root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx aspiration catheter (catrx). During the procedure, while retracting a catrx from a 6f non-penumbra sheath, the physician experienced resistance and subsequently, the catrx snapped in half; therefore, it was removed. The procedure was completed using another catrx and the same sheath. There was no report of an adverse effect to the patient.